Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4); complaints text (B)(6) 2017, martij233. Initial notes: cust state she changed her site and mio (B)(6) 2017. And her bg has been high around 400 . She changed her set 3 times to check if it was the sets. It worked 3rd time but she also changed her sensor twice and finally stabilized . Cust was able to get her bg under control and was just calling to get the sets and sensors repl cust also later stated she tried to switch out one reservoir to see if that was the issue inquired what led up to the complaint. Customer response: cust had changed into new set and continued to have high bg customer's outcome pertaining to the complaint: cust was advised to continue to monitor bg and sensors. Cus was advise on calibration education. Cust will receive 2 mmt-945t, 2 mmt- 7020b, 1 mmt- 332at, additional notes: cust had high bg but declined high bg t/s and call not accepted ts due to switching out sets and sensors to correct her high bg. Unable to send canister or label due to cust throwing away the sets and sensor ship: 2 mmt-945t, 2 mmt- 7020b, 1 mmt- 332at, / return: nothing.